Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-00345. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue. Note: it is unknown which lead has high impedances so both are being reported.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.